Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat pain and swelling secondary to severe degenerative osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes that there was degenerative full thickness cartilage loss in medial and patellofemoral compartments. The procedure was completed without complications. Patient received a left revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon confirmed that the tibial tray was loosened at the cement to implant interface. The femoral and patellar component were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received attune revision products utilizing competitor cement x 1. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Left knee.